Manufacturer narrative:
(B)(4). The reported field event of the inability to loosen the set screw was confirmed in the laboratory. Visual inspection noted silicone, septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that during a device replacement procedure, the physician had trouble unscrewing the atrial helix screw. It was noted that silicone was observed inside the hole of the screw. The silicone was cut and the screw was twisted. The same event occurred with the left ventricle screw so all the silicone was cut. The device was explanted and replaced as planned. Patient was stable post procedure.